Event description:
Initial calcium result of 5.9 mg/dl was rerun and recovered 9.1 mg/dl. Incorrect result was not used to provide patient treatment. Field service representative found the reagent probe was not functioning appropriately. Reagent probe was replaced; precision check test was performed after the replacement. Precision check test recovered within specification.